Event description:
Customer reported being unable to obtain her blood glucose result when using her adc meter because "test does not start after the blood sample was applied" and experiencing symptoms that were described as "shaky, light head ache, frequent urination, thirst". Customer further reported self-treating with candy and self-presenting to doctor's office where she was diagnosed with hyperglycemia. Customer did not remember the date when the medical event occurred, however noted that it "happened 3 months ago". Customer is an insulin user and reported receiving treatment with insulin at doctor's office. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This report is being sent as a final because customer had discarded the products and no investigation will be performed unless new significant or additional information is provided. It should be noted that customer reported using expired precision test strips, however the lot number and expiration date are unknown. Note: the date of the medical event is unknown. (B)(4).